Manufacturer narrative:
Product ID 8835 lot# serial# unknown; product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8835 lot# serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported that the personal therapy manager (ptm) was not uploading information. A re-update of the pump with 8840 was suggested. This action resolved the reported issue. The refill date was then accurate. The drug in the pump at the time of the event was not specified.